Event description:
On (B)(6) 2015 during a manual download of the device logs an increased intra-peritoneal volume was identified in patient event log that occurred on (B)(6) 2015 at 08:26 with a manual drain volume of 2182ml during cycle five. The largest prescribed fill volume: 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.